Event description:
It was reported the patient experienced inconsistent delivery of medication noted by inconsistency with the estimated reservoir volume noted with the programmer vs the actual reservoir volume. A rotor study performed and found to rotate approximately 60 degrees. A dye study was performed and the catheter was found to be patent. The drug in the pump was lioresal. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.